Event description:
Event description cpi received information that this endotak lead (0072) was removed from service due to a break in the lead. The physician also elected to remove this patient's original automatic implantable cardioverter defibrillator (ICD)(1645) because they elected to use a (0095) lead, which was not compatible to the (ICD) (1645), and was compatible to the (ICD) (1743) header.